Manufacturer narrative:
Further investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2953161-2016-00078 submitted in error, and is hereby retracted.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2008, this patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder&#59393;aaa endoprostheses. The patient tolerated the procedure on (B)(6) 2014, this patient underwent reintervention for a severe stenosis of the distal right limb of the previously implanted endovascular graft and was implanted with an additional gore&#59397;excluder&#59393;aaa endoprosthesis. The patient tolerated the procedure and was discharged on (B)(6) 2014. The stenosis was reported to be unrelated to the aortic device or procedure.